Event description:
The customer reported to olympus, the visera pro xenon light source could not be lit prior to an unknown procedure. The procedure was completed with a similar device with no reported delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The xenon light could not be lit due to a defective converter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the faulty converter caused the lamp to not light up. It is unknown what caused the converter to fail. Olympus will continue to monitor the field performance of this device.